Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to "e3" message received on the display of adc blood glucose meter after application of blood to the test strip. Customer experienced chest pain and had contact with healthcare provider and was treated with 1 bag of IV fluid, 4 shots of insulin for a diagnosis of hyperglycemia and was prescribed metformin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated. A visual inspection was performed on the returned meter and no issues were observed. The meter turned on with button press and strip insertion. The returned meter did not display an error message. The returned meter advanced to the apply sample screen. Control solution test was performed, and the test was satisfactory. No malfunction or product deficiency has been identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. No test strips were returned. A dhrs (device history review) for the freestyle lite meter was reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that the freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was completed for the freestyle strips and reported complaint and the review did not identify any trends that would indicate any product-related issues. If the test strips are returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to "e3" message received on the display of adc blood glucose meter after application of blood to the test strip. Customer experienced chest pain and had contact with healthcare provider and was treated with 1 bag of IV fluid, 4 shots of insulin for a diagnosis of hyperglycemia and was prescribed metformin. There was no report of death or permanent injury associated with this event.